Manufacturer narrative:
User facility listed in initial reporter. (B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. Patient information not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter; during one minimally invasive esophagectomy procedure, the single use loading units had needles that broke and fell out of the devices. Three (3) devices were used and the third worked fine. A needle is thought to have been left in the patient.